Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found optic deformed. Haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In separate visits the lens was repositioned twice. In a fourth visit the lens was exchanged for a same length spherical model lens, and with a different power. The replacement lens resolved the problem. Cause is reported as unknown.